Manufacturer narrative:
The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: atrioesophageal fistula complicating cryoballoon pulmonary vein isolation for paroxysmal atrial fibrillation. Circulation: arrhythmia and electrophysiology. 2014;25(7): 787-792. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported that during a cryo ablation procedure, the patient received ablations to the right and left pulm onary veins (pv). It was noted that the esophageal temperature was monitored by a competitor probe. The case was completed and the patient was discharged. Three days after the procedure, the patient experienced dysphagia that improved with additional intervention. Seventeen days post ablation, patient had an acute transient severe rigors without a fever. A computerized tomography (CT) scan of the left atrium showed a small ulceration in the thoracic esophagus. There was no contrast leak from the atrium to suggest an atrial esophagus fistula. Medication was continued and that patient continued to have rigors. Blood cultures returned positive for streptococcus mitis, streptococcus anginosus, and s. Contellatus. It was noted that there was a high clinical suspicion for an atrial esophageal fistula. The patient was admitted to the hospital. An esophagram observed a contrast leak anterior to the esophagus at the level of the left atrium. A repeat CT scan showed a perforation of the mid to distal esophagus but there were no signs of a fistulous communications. The patient was given additional medication and an exploratory thoracotomy was suggested for the suspicion for an atrial esophageal fistula. However, the patient developed right side weakness. Surgery was performed and a fistula was confirmed between the esophagus and the left atrium. The esophagus was repaired. Post operatively, the patient experienced left side paresis an d right upper extremity ataxia. CT and magnetic resonance imaging (MRI) scans showed multiple areas of a cerebral infarction but patient remained alert with an intact memory. The patient was extubated seven days after the thoracotomy. Patient remained on medicat ion and developed rigors after a follow up esophagram showed tracts from the esophagus to the mediastinum. Repeat blood cultures were positive for candida albicans. A follow up study was completed that showed no leak but a small fistula was still present. Thirty days post procedure, the patient experienced hypotension and a change in mental status. The patient was reintubated and transferred to the intensive care unit. A CT scan of the head showed a new left posterior temporal lob hemorrhage. The decision was made to withdraw support after a lack of improvement and the patient later expired.